Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The patient has two systems implanted, this issue is regarding the periperhal system (off-label). It was reported the patient's ipg was no longer communicating with any external devices. As a result, the device was explanted and replaced. Effective stimulation was restored with the surgical intervention.